Manufacturer narrative:
(B)(4). Date sent: 3/16/2017. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and obtained: we also need confirmation of the event description: ¿the staples were formed in lumbricoid shape at the distal end of the cartridge. After the operation, leak occurred. The target tissue was not thick. The cartridge color was gold.¿ just to confirm, was a leak detected at the end of the case? ---- no information. If yes, how was the leak treated? Or, did a post-operative leak occur? ---- no information. If yes, how was the leak diagnosed. If yes, what intervention was required to repair the leak? Did bleeding occur? ---- no information. If yes, was bleeding detected at the end of the case? If yes, how was the bleeding controlled? Or, did a post-operative bleeding occur? ---- no information if yes, how was the bleeding diagnosed. If yes, what intervention was required to control the bleeding?

Event description:
It was reported that during a laparoscopic pneumonectomy, the staples were formed in lumbricoid shape at the distal end of the cartridge. After the operation, leak occurred. The target tissue was not thick. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.